Manufacturer narrative:
Physio-control further evaluated the customer's device and the cause of the reported issue was determined to be due to a shorted capacitor, designator c78, on the digital pcb assembly, which resulted in the device not powering on.

Event description:
The customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench) and would no longer power on. There was no report of patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench) and would no longer power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Section e1 initial reporter email of the initial medwatch report was blank. Section e1 initial reporter email of the initial medwatch report should indicate: (B)(6). Section e1 initial reporter postal code of the initial medwatch report was blank. Section e1 initial reporter postal code of the initial medwatch report should indicate: (B)(6).

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. The customer was provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench) and would no longer power on. There was no report of patient use associated with the reported event.